Manufacturer narrative:
During inspection and testing, service found the emergency lamp indicator on the front panel was blinking and the emergency lamp needed to be replaced. A review of the device history record found no deviations that could have caused or contributed to the emergency lamp indicator. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the emergency lamp indicator was blinking due to a faulty emergency lamp. However, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported that, prior to a procedure, the user found the globe in the subject device needed to be replaced. Another similar device was used to complete the planned procedure. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found the emergency lamp indicator was blinking. This report is being submitted for the malfunction found during evaluation (emergency lamp indicator). There was no harm or user injury reported due to the event.